Event description:
The duett device was deployed following an interventional procedure (via the right common femoral artery, 6f sheath). There was no evidence of multiple sticks, hematoma, scar tissue, or previous sealing device usage. The deployment was reported as unremarkable. Immediately post-deployment, the pt had absent distal pulses and foot pallor, and an angiogram confirmed an arterial occlusion. The arterial occlusion was treated with a surgical thrombectomy. No further complications were reported.